Event description:
Per the clinic, the patient experienced inflammation, increase in impedance, and volume fluctuation with device that forces the patient to remove her sound processor due to loudness. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient is being treated with steroid taper for 18 days (specific date not reported). The device remains implanted.